Event description:
A caller reported that their pump screen was dark and would not turn on. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. To resolve the issue, the customer was advised by technical support to perform various troubleshooting steps, including verifying the power source and pressing specific buttons, none of which resolved the problem. Consequently, technical support arranged to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy and was provided with a replacement pump, along with guidance on shipping the faulty pump back and future steps once the new pump was received.